Event description:
A peritoneal dialysis pt has reported that she was not able to connect to the second connector of this dialysis treatment set. There was no report of a pt injury. The pt has companion samples to send for an evaluation.